Event description:
The unload button jammed after 6 loads; unable to take black reload off. A new handle had to be opened to complete the procedure. Product had patient contact but no patient harm. Product is available to be returned to the manufacturer. Manufacturer response for covidien standard stapler, (brand not provided) (per site reporter) : rep with send return kit and replacement product.